Event description:
It was reported that the lead was oversensing. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "undefined resistance". Daily cap-detail trend data shows missing points for ventricular pace bi, atrial pace bi, defib active can on, svc defib, and lv perm pace impedances on (B)(6) 2010.